Event description:
It was reported an impedance test was performed showing high impedances. It was reported the patient had a headache and less than 50% therapy relief. The manufacturing representative reported that the first impedance test was within the normal range. The second impedance test showed two electrodes of the four that were over 10k. No troubleshooting was performed. The patient was still being evaluated for symptoms that were not from the original reason the device was placed. The patient was not receiving effective therapy. The impedance issue was not resolved. No outcome or interventions were reported. Follow up was performed to obtain this information and if additional information is received, a follow report will be submitted.

Event description:
Follow up information received reported that revision surgery was performed on (B)(6) 2014 on the patient's implanted neurostimulator (ins) system where it was determined that the extension component was "bad" and was replaced. Impedances were then reported as normal after the surgery and that the patient was noted as getting effective therapy again. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3986a60, lot# n293550, implanted: (B)(6) 2011, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37092, lot# 271910001, implanted: (B)(6) 2011, product type: accessory. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).